Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The device evaluation was completed on 26-jul-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician¿s opinion on the cause of this adverse event is the procedure. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-jul-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # mwr-(B)(4) for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter). (2) MFR # mwr-(B)(4) for product code r7d282ct (decanav electrophysiology catheter) manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a decanav electrophysiology catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a pericardial effusion was noticed. The pericardial effusion was noticed when pulling catheters from the patient and post-ablation. While performing a post-check with intracardiac echocardiography (ice), a pericardial effusion was confirmed. They also reported that at about the same time, the patient's blood pressure decreased. While in the waiting period, they had done a remap of the tissue health in the right ventricle with the decanav electrophysiology catheter. The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was reported to be in stable condition. The reason for the pericardiocentesis was unknown. Additional information was received. Physician¿s opinion on the cause of this adverse event is the procedure ¿ anterior right ventricular outflow tract (rvot) / rv freewall pvc. Surgical intervention provided was that drain was inserted. Outcome of the adverse event was fully recovered (no residual effects). Patient required extended hospitalization because of the adverse event as they had an overnight stay instead of same day discharge. Drain still in place when patient left the operating room. Transseptal puncture was not performed. There was no evidence of a steam pop. The flow setting was standard for smart touch sf ¿ 2ml constant, 8ml low, 15ml high. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Visitag module was used, parameters for stability used was 2mm, 3s, 25% for 3s. Tag size 2mm. Additional filter used with the visitag was respiratory gating. Color options used prospectively was surpoint. The event was assessed as MDR reportable under both the thermocool® smart touch® sf bi-directional navigation catheter and a decanav electrophysiology catheter.